Event description:
It was reported that the right ventricular (rv) lead was explanted due to a suspected micro-dislodgement. X-ray imaging showed the lead to be in the same position, but the lead had high capture thresholds. The lead was replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a suspected micro-dislodgement. X-ray imaging showed the lead to be in the same position, but the lead had high capture thresholds. The lead was replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis.